Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high pacing thresholds four days post implant. The lead was verified to be dislodged.